Manufacturer narrative:
B5: it was reported that the patient¿s pd was temporarily on hold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, ongoing, route, frequency not reported), amikacin injection (500mg as start dose followed by 100mg in one bag per day, intraperitoneal, ongoing) and imipenem injection (1gm in one bag per day, intraperitoneal, ongoing) for peritonitis. The patient was discharged one day after hospital admission. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.